Event description:
Hill-rom received a report a hill-rom tech stating the CPR function was not working. The bed was located at the account (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR valve worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR valve to resolve the issue. Based on this info, no further action is required.